Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported an alarm was heard; telemetry not yet performed, the pump had not yet been checked. The low reservoir alarm date was 5/9/2014. The patient has been hospitalized since mid-week. The pump was not working (there were no details on what was not working with the pump) and was due to be replaced on monday. The patient could not listen to the alarm over the weekend. The pump was delivering baclofen. Additional information reported the patient experienced spasticity. A catheter dye study was performed on (B)(6) 2014 and a kink was found in the catheter. The pump was replaced (B)(6) 2014. The patient was doing ¿better¿. The pump was delivering lioresal.